Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the reported failure was confirmed. The instrument was found to have a broken conductor wire at proximal end near the flush tube guide. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Breakage can result from a pinched or kinked wire. Additionally, the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and the current flow was not detected across one grip tip. There was obvious damage to the conductor wire. The damage was observed at the proximal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument did not burn. There was no reported injury.